Event description:
It was reported that a programming system at the site was showing an error during attempted communication with a demo generator. The serial adapter cable was switched out with a known working cable and the error message resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. No additional pertinent information has been received to date.